Event description:
The lay user / patient contacted that the up arrow button on the keypad is sticking and they had to press it multiple times before the keypad responded. Patient confirmed that the down and ok button functions normally. The keypad is reportedly intact and has not been exposed to moisture. The alleged issue was not resolved and the issue was not resolved over the phone. There is no evidence that the pump caused or contributed to an adverse event. The complaint is being reported since the alleged issue was not resolved over the phone.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact. All of the keypad buttons were found to be intermittently responding. The keypad was removed and contamination was observed under all of the button contacts. Unrelated to the display was found to be dim and faded.